Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. Guide wire: terumo 180cm angled-tip hydrophilic; guide cath: 7fr boston scientific mach 1; stent: xact; acculink. The xact stent system and acculink stent system mentioned and the emboshield nav6 embolic protection system mentioned are being filed under separate manufacturer report numbers. There was no reported product deficiency. The reported patient effect of death is a known observed and potential adverse event as listed in the rx accunet embolic protection system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
This event was captured based on review of the article, carotid artery stenting: analysis of a 12-year single-center experience. It was reported that during a 12-year single-center analysis, per a north american symptomatic carotid endarterectomy trial, of (B)(4) patients that underwent carotid artery stenting (cas) between (B)(6) 1999 and (B)(6)2011, including use of (B)(4) unspecified accunet and (B)(4) unspecified emboshield nav6 embolic protection system devices and the use of (B)(4) unspecified xact and (B)(4) unspecified acculink carotid stent systems, (B)(4) patients died of undisclosed reasons. No additional information was provided.